Manufacturer narrative:
As per to do activity 2/1/2019 3:33 pm, the dlt ts cer hd 12/14 36mm +5.0 was reported in error. UDI: (B)(4).

Event description:
Head was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Ppf alleges pseudotumor and elevated metal ions after the first revision.